Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found the stent to be dislodged distally on the balloon. Crimp marks were noted on the balloon, and the proximal end of the stent was found to be bunched. Therefore, the investigation is confirmed for dislodgement of the stent. Although no other anomalies were noted to the device, the investigation is inconclusive for the reported damage to the device, as the device was unable to be functionally tested due to the returned condition; it is unknown if the identified dislodgment was the reported damage. The definitive root cause for the identified stent dislodgement or reported damage could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: - should unusual resistance be felt at any time during the insertion process, do not force passage. - if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. - during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. The catalog number identified xpandable stent products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable stent products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the balloon expandable stent allegedly got damaged. The balloon expandable stent was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.